Event description:
Milestone em microwave processor. Near the end of the processing run, during the toluene step (transitional solvent), a lab technician detected a burning plastic odor coming from the processor. He immediately terminated the programmed step and turned off the machine. The plastic vial (holding the specimen baskets) was partially melted and the solvent (toluene) in the vial was discolored. Some of the solvent was forced out of the vial into the surrounding microwave chamber. Normally, the toluene would remain colorless after this step. Also, the specimen baskets contained within the vial were partially melted/distorted. It is not known whether, or to what extent, the tissue specimens (8 renal biopsies) suffered heat damage during the malfunction. If there was enough energy to damage the plastic parts, there may have been tissue compromise (i.e. Cooked).====================== health professional's impression======================a spindle within the microwave device holds the specimen baskets, and according to the manufacturer after the fact had "expired." The osmium used in the process penetrates and coats the spindle, and even with vigilant cleaning it must be replaced periodically. In this case the exposed spindle acted like a metal object inthe microwave and arced. The lab had a new spindle that was used for a second test run with normal results. The manufacturer informed our facility that with vigilant cleaning, the spindles should each last 3 months. There was no previous mention of needing to replace "expired" spindles. Technician's record of the evaluation: the toluene step using the existing spindle during the 5 minute "step" produced very obvious sparking within the specimen vial and the solvent became discolored. The same step was run with a new spindle and there was no obvious sparking and the solvent remained colorless, as normal. The instrument seemed to have difficulty reaching the appropriate temperature . This may have been due to the absence of specimens.